Event description:
There was the start of oxidation at the transition from the steel part to the handle.this is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. The investigation has shown that this is a very old instrument, more than 10 years old. The visual inspection revealed the handle is made from canevasit and is partially worn out and the shaft presents discolorations. No manufacturing related issues were found and we conclude that high temperature cycles during repeated sterilization processes have led to this occurrence. This complaint has been determined to be invalid. (B)(6).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR not available as device is older than 15 years.